Event description:
Patient required emergency ventriculostomy. Integra accudrain device flushed and read to use. Upon attaching the tubing to the ventric catheter and attaching the drain device to the pole, the plastic clip broke preventing attachment. A new setup had to be opened, flushed and attached to patient. This time delay prevented the attainment of an opening intracranial pressure. The ventric catheter had to be changed < 24 hours later due to poor drainage and wave form. Rn involved also reported seeing air visible in the previously flushed tubing of the device.